Event description:
It was reported that the patient was admitted to the hospital in an altered mental status. Narcan was administered in an attempt to reverse the effects, but had no effect. The pump was delivering morphine and baclofen. The patient was last monitored in the pain clinic on (B)(6) 15 and the last dosage increase was performed on (B)(6) 2015. It was also noted that the patient has a very complex medical history and that the issue was likely not pump related. It was later reported that the patient had failed a drug screen. On (B)(6) 2015, it was reported that the altered mental status of the patient was likely a drug related side effect. The patient will continue with their therapy and will be monitored.

Manufacturer narrative:
(B)(4).